Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding disassembly of the locking wire during seating involving a crossfire insert was reported. The event was confirmed. Visual inspection: the crossfire insert was returned along with its packaging. The reported event was confirmed. The locking wire was deformed and detached in its entirety from the insert. Some scratch marks were observed on the insert. Dimensional inspection: a dimensional inspection indicated the part diameters show some evidence of warping. This is not unexpected in a polyethylene part that has been decontaminated. -device history review: review of the device history records indicates all devices accepted into final stock met specifications. -complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. It is possible the surgical technique was not followed when impacting the insert.

Event description:
It was reported that when the insert was hit with a hammer for implanted in the cup, the locking wire was out from the cup. The insert was changed the other size insert and the operation was finished.

Event description:
It was reported that when the insert was hit with a hammer for implanted in the cup, the locking wire was out from the cup. The insert was changed the other size insert and the operation was finished.